Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, manufacturing location, device manufacture date. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module had over infusion of bumex (bumetanide) was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The incident administration set was not returned for this investigation; therefore, testing could not be performed. A review of the suspect pump module error log was performed, and no errors or anomalies were noted on the reported event date. On (B)(6) 2025 between 5:59 pm and 6:03 pm an infusion started at a rate of 100 ml/hr and volume to be infused (vtbi) of 50 ml. A secondary infusion started at a rate of 5 ml/hr and vtbi of 100 ml. A primary volume infused (pvi) of 6.146 ml was recorded. Between 6:05 pm and 6:06 pm the infusion was paused and the primary infusion started at a rate of 100 ml/hr and vtbi of 43.854 ml. The pump module alarmed for safety clamp open and a secondary infusion started at a rate of 5 ml/hr and vtbi of 95 ml. Between 6:08 pm and 6:09 pm a primary infusion started at a rate of 100 ml/hr and vtbi of 43.172 ml. A secondary infusion started at a rate of 5 ml/hr and vtbi of 60 ml. A pvi of 7.398 ml and svi of 0.242 ml were recorded. At 6:52 pm the unit was channeled off. A pvi of 7.398 ml and svi of 3.889 ml were recorded. External and internal inspection was performed. No obvious issues were observed during external inspection that could explain the reported issue. During internal inspection the middle-left screw was observed with grease around, the screw will only rotate without tightening or loosening. This is an incidental finding only and is not associated with the reported issue. All inspected parts were manufactured by bd. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported bumex (bumetanide) over infusion was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bumex drip was intended to be infused at 5ml/hr and the entire 100 ml bag was infused in approximately 10 mins. There was patient involvement but harm was unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bumex drip was intended to be infused at 5ml/hr and the entire 100 ml bag was infused in approximately 10 mins. There was patient involvement but harm was unknown.